Manufacturer narrative:
(B)(4). Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected insert battery low battery replace battery replace battery no or power loss errors were noted during testing. However during the upload portion of testing, the middle (enter) keypad button stopped responding to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good pcb2 onto pcb1, the keypad anomaly persisted and seems to be isolated to pcb1.

Event description:
It was reported that the customer was changing the batteries every 3 days and insulin pump was alarming to change the battery. Customer stated that the insulin pump had no damage and there was no damage on battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.